Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned for evaluation. The implant was noted to be stretched along the majority of its length. The distal 10 cm of the coil was not stretched and did not have evidence of damage. The proximal end of the implant was noted to be unstretched at the knot tie, and the adhesive and knot tie were intact. Based on the provided information, the reported difficulty inability to detach coil was unable to be verified; the pusher was not returned for analysis, and conditions of use in the patient cannot be recreated during bench testing. The root cause is unknown. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that the coil would not detach. The coil started to "come apart inside of the delivery catheter." There was no reported patient injury or intervention. The patient's status is reported to be good.